Event description:
It was reported that the patient presented in clinic. Upon device interrogation, failure to capture, high capture threshold and decreased sensing. Chest x-ray imaging was performed and revealed a lead dislodgement. The patient presented to a lead revision procedure. During the procedure, the lead¿s helix failed to retract and to extend. The lead was explanted and replaced. There were no patient consequences.